Event description:
During a follow up, there were some episodes of oversensing due to a kink noted on the right ventricular (rv) lead that was confirmed with x-ray imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable.

Manufacturer narrative:
Additional information: the reported events of over-sensing and ¿lead kinked¿ were not confirmed. As received only the distal end of the lead was received for analysis. The electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any damage consistent with the reported event of ¿lead kinked¿. The visual inspection of the lead found an internal insulation abrasion and an external insulation abrasion consistent with friction to another device or feature of the heart both breaching the right ventricle cable lumen. There was no damage noted to the ethylene tetrafluoroethylene (etfe) cable coating. The inner lumen was abraded in both locations with no damage noted to the ptfe liner.